Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent excision of right¿sided limb of the abdominal and vaginal mesh, excision of eroded vaginal mesh, cystoscopy, fulguration and injection of peri-urethral coaptite on 09/27/2013 due to pelvic pain, eroded vaginal mesh and sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bladder neck suspension due to sui, urethral hypermobility. It was reported that following insertion the patient experienced infection, inflammation, urinary/bowel problems, recurrence, bleeding, dyspareunia, scarring and vaginal burning. It was reported that patient underwent a raz suspension 15 years prior to the implant on (B)(6) 2003. It was reported that patient had a colonoscopy on (B)(6) 2003. It was reported that patient had an endoscopy and biopsy on (B)(6) 2003. It was reported that patient underwent partial mesh revision/removal on (B)(6) 2012. It was reported that patient underwent a vaginal repair procedure on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent removal of left abdominal mesh on (B)(6) 2014 due to infection, extrusion and pelvic pain. (B)(4).